Event description:
The sales rep reported that the patient was at a setting of 7 for several months and doing fine and then began to show increased ventricle size, attempted reprogramming to aid in decreasing vent size. Came in through ed on (B)(6) 2014 with grossly enlarged ventricles so revision surgery was scheduled for the next morning ((B)(6) 2014). When the valve was inspected it was found to be torn at the attachment site between the hard valve housing and the siphonguard. As the valve was removed, the siphonguard completely ripped away from the valve housing. It was replaced with ares catheter and strata ii valve.

Manufacturer narrative:
Upon completion of the investigation it was noted that the position of the cam when valve was received was at setting 4. The valve was visually inspected, and confirmed the tear in the silicone housing around the siphon guard, as well as a scratch mark on the siphon guard. Although it is not possible to determine the exact root cause, it might be possible that the device came in contact with a sharp or pointed object; this however could not be confirmed. During the performance tests of the device it was found that an occlusion was noted at the inlet of the ruby ball. When popped free and irrigated again the flow was normal. Additionally, the device failed the programming test. It was determined that biological debris appeared to be the root cause for the problem reported by the customer. A review of the device history records confirmed that the valve conformed to the required specifications prior to distribution. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Event description:
Additional information from the medwatch form reported: shunt malfunction. Distal portion of valve ripped. Distal catheter - low pressure. 1(B)(6) 2014 - MRI brain showed enlarged 3rd and lateral ventricles. Cerebral palsy, congenital hydrocephalus.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.